Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom. The force required to secure the door with a loaded IV set was found to be above expected levels due to a cracked threaded insert boss and raised threaded insert, causing separation between the front case and the mechanical assembly, resulting in door not fully latched alarms. The front case was replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, the pump displayed a door not fully latched message. There was no patient involvement.